Event description:
N/a

Manufacturer narrative:
As reported in a research article, three cases of recurrent mr after mitral valvuloplasty treated with mitraclip. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted, with all additional relevant information. Literature attachment: article "three cases of recurrent mr, after mitral valvuloplasty treated with mitraclip".

Event description:
The article, "three cases of recurrent mr, after mitral valvuloplasty treated with mitraclip" was reviewed. The article presented a case study of a 77-year-old female patient. It was reported, that on an unknown date, a tailor band was implanted in the mitral valve. It was later reported, on an unknown date, the patient presented with severe mitral regurgitation, due to prolapse of the middle posterior (p2) leaflet, associated with chordae tendineae rupture. A decision was made to perform a mitraclip procedure on the middle anterior leaflet to p2. [The primary author was kenta ayai, the sakakibara heat institute of okayama].